Manufacturer narrative:
Initial.

Event description:
It was reported that a user set up a replacement ilet independently and subsequently experienced sustained high glucose readings around 238¿300 mg/dl; review of use revealed missed meal announcements during the relearning phase, consistent with an incorrect use procedure and involving user interface interaction. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no reported health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, and a usage problem was identified in which failure to follow instructions for meal announcements contributed to the event, with the user interface as the involved component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.